Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) states the pump is vibrating for warnings and everything is set to audio alert at high. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump vibrated for warnings when everything was set to audio alert ¿high.¿ the audio alarms occurred when warnings were triggered.